Event description:
The patient called to report a history of low blood glucose (bg) at night/overnight. The patient stated that on (B)(6) 2011 his bg at midnight was 137 mg/dl. He stated that he went to bed and his parents subsequently found him unconscious and they administered sugar and glucagon. The patient reported that the ems was called but not utilized, as he was "coherent" when they arrived. He stated that he recovered and was "fine". There were no specific bg values reported. The patient stated that he thought the incident may have been due to increased activity, but his bg continues to go low at night regardless of using temporary basal settings, activity, and food intake. The patient reported that during the early morning on (B)(6) 2011 his bg was 64 mg/dl, and he corrected by consuming carbohydrates and decreasing his basal rate. At the time of the call to animas customer support, the patient's bg was reportedly 228 mg/dl. The patient confirmed that his basal rates had not recently been changed by his health care provider. Customer support (cs) reviewed the pump with the patient and found that time and date settings were correct. A review of the pump history indicated a 10 minute suspension on (B)(6) 2011. The patient was able to successfully prime into the air during the call with cs. The bolus history for (B)(6) 2011 indicated that the patient bolused at 3:07 pm, 3:25 pm, 7:33 pm, and at 2:16 am prior to the reported unconsciousness. The patient stated that he did not remember delivering the bolus at 2:16 am. A review of the pump history indicated that the bolus history did not match the total daily dose history for (B)(6) 2011 and (B)(6) 2011. The bolus history for (B)(6) 2011 did match the total daily dose history for that day. Cs determined that on both nights of reported low bgs, the pump history showed that the patient bolused after midnight. Cs advised the patient to contact his healthcare provider to discuss basal settings and appropriately correcting for bgs and carbohydrates due to a history of low bgs occurring overnight. This complaint is being reported due to the patient's alleged hypoglycemic event on (B)(6) 2011.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there were no alarms related to the complaint recorded in the alarm history. The total daily dose (tdd) and basal delivered correctly reflected the user's programmed basal rate leading up to the reported event date. The bolus history showed a bolus performed at 2:14 am on (B)(6) 2011 which was done using the meter remote. A review of the bolus history and tdd basal correctly add up to the total delivery for the reported event date of (B)(6) 2011. The black box showed typical usage alarms and warnings; no unacknowledged alarms/warnings or stoppages in delivery were noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No defects were found in the delivery function of the pump.